Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. The helix was found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant, the right ventricular (rv) lead was unable to attach to the heart tissue and unable to be implanted. A new rv lead was used successfully. The patient was stable.